Event description:
The lay user/patient contacted lfs alleging inaccurate high readings on the patient's one touch ultralink meter. A medical surveillance was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient first noticed the high readings approximately 2 months ago. On (B) (6) 2010 at an unspecified time, the patient tested their blood glucose and obtained a 321 mg/dl on the ultralink meter. Due to the elevated readings, the patient increased their dosage of medication. At an unspecified time after obtaining the reading on the patient's ultralink meter, the patient began to sweat, shake and had an upset stomach. Less than 30 minutes later from testing on the patient's one touch ultralink meter, the patient was tested on another ultralink meter and obtained a 230 mg/dl. The patient did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip was correct. The test strips were not expired and the test strip was not cracked or broken. A quality control test was done and the test strips passed using the control solution. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, times of readings and how soon after developed the symptoms, and how long the symptoms lasted. The complaint is being reported since the patient alleged that due to the high readings, the patient took insulin and later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.